Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure coils had migrated/perforated through the wall of her uterus /essure coil had perforated plaintiff's left cornua of her uterus/essure coils in the right lateral fundus in uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain") and abdominal pain lower ("cramping"). On an unknown date, the patient experienced back pain ("back pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("voluminous and uncomfortable vaginal bleeding"), migraine ("migraines"), depression ("depression") and constipation ("constipation"). The patient was treated with surgery (on (B)(6) 2016, underwent a bilateral salpingectomy and partial uterus extraction). On (B)(6) 2016 the patient experienced device breakage ("residual portions of the essure coils remained in the right lateral fundus of uterus") and complication of device removal ("residual portions of the essure coils remained in the right lateral fundus of uterus"). At the time of the report, the uterine perforation, device breakage, complication of device removal, pelvic pain, back pain, dyspareunia, vaginal haemorrhage, migraine, abdominal pain lower, depression and constipation had not resolved. The reporter considered abdominal pain lower, back pain, complication of device removal, constipation, depression, device breakage, dyspareunia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: during the surgery, physician observed that neither of the essure coils had remained in the fallopian tubes. One essure coil was observed to have perforated plaintiff's uterus, and had adhered to the colon. The other essure coil had perforated plaintiff's left cornua of her uterus. Physician was unable to remove all the pieces of the essure coil during this procedure. Plaintiff still suffers from the above-mentioned symptoms and is currently investigating her options for removal of the remaining pieces of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: showed that the essure coils had migrated x-ray - in (B)(6) 2016: coils appeared to be barely hanging on (B)(6) 2016, patient underwent a pelvic ultrasound, which showed that residual portions of the essure coils in the right lateral fundus of plaintiff's uterus. On (B)(6) 2017, patient underwent an x-ray of her abdomen, which confirmed the prior findings that pieces of the essure coils remained in plaintiff's pelvis. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("essure coils had migrated/perforated through the wall of her uterus /essure coil had perforated plaintiff's left cornua of her uterus/essure coils in the right lateral fundus in uterus/ malposition of device top of uterus - lower intestine,") and device breakage ("residual portions of the essure coils remained in the right lateral fundus of uterus") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) from 1-may-2015 to 11-nov-2016 for birth control. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On the same day, the patient experienced pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("voluminous and uncomfortable vaginal bleeding"), migraine ("migraines"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), nausea ("nausea,"), headache ("migraines / headaches"), bladder disorder ("baldder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2016, the patient experienced depression ("depression"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("residual portions of the essure coils remained in the right lateral fundus of uterus"). On (B)(6) 2016, the patient experienced rash ("abnormal rash on chest"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse"), bacterial vulvovaginitis ("bacterial vaginitis") with abdominal pain lower and urinary tract infection ("uti"). The patient was treated with antibiotics, ibuprofen, surgery (bilateral salpingectomy, removal of coil, removed coil fragments from 1st surgery.), surgery (a bilateral salpingectomy and partial uterus extraction,salpingectomy (bil) and surgery (removed coil fragments from first surgery). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, complication of device removal, back pain, dyspareunia, vaginal haemorrhage, migraine, depression, constipation, menorrhagia, fatigue, nausea, headache, rash, weight increased, bacterial vulvovaginitis, urinary tract infection, bladder disorder and urinary tract disorder had resolved, the pelvic pain was resolving and the dysmenorrhoea had not resolved. The reporter considered back pain, bacterial vulvovaginitis, bladder disorder, complication of device removal, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: during the surgery, physician observed that neither of the essure coils had remained in the fallopian tubes. One essure coil was observed to have perforated plaintiff's uterus, and had adhered to the colon. The other essure coil had perforated plaintiff's left cornua of her uterus. Physician was unable to remove all the pieces of the essure coil during this procedure. Date of removal : (B)(6) 2016 and (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: showed that the essure coils had migrated x-ray - in (B)(6) 2016: coils appeared to be barely hanging on on (B)(6) 2016, patient underwent a pelvic ultrasound, which showed that residual portions of the essure coils in the right lateral fundus of plaintiff's uterus. On (B)(6) 2017, patient underwent an x-ray of her abdomen, which confirmed the prior findings that pieces of the essure coils remained in plaintiff's pelvis. On (B)(6) 2016 by hysterosalpingogram (hsg) ¿ hysterosalpingogram and the results of your essure confirmation test was failure to occlude (close) fallopian tubes, perforation (fallopian tube) and perforation (uterus) and the date on which received results was (B)(6) 2016 healthcare provider tell about the results was bilateral. Leakage and perforation of uterus and fallopian tubes. And the date of communication was (B)(6) 2016 . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, nausea, migraines / headaches,depression, abnormal rash on chest, weight gain, were added. Event back painwas resolved. Severe pelvic pain/ pain was recovering. Reporter, patient demographic information, product stop date was added.product indication was update. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), uterine perforation ("essure coils had migrated/perforated through the wall of her uterus /essure coil had perforated plaintiff's left cornua of her uterus/essure coils in the right lateral fundus in uterus/ malposition of device top of uterus - lower intestine,") and device breakage ("residual portions of the essure coils remained in the right lateral fundus of uterus") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysuria, body mass index normal and bladder wall thickening. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2016 for birth control. In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("voluminous and uncomfortable vaginal bleeding"), migraine ("migraines"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), fatigue ("fatigue"), nausea ("nausea,"), headache ("migraines / headaches"), bladder disorder ("baldder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2016, the patient experienced depression ("depression"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced constipation ("constipation"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("residual portions of the essure coils remained in the right lateral fundus of uterus"). On (B)(6) 2016, the patient experienced rash ("abnormal rash on chest"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), dyspareunia ("pain during intercourse"), bacterial vulvovaginitis ("bacterial vaginitis") with abdominal pain lower, urinary tract infection ("uti") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with antibiotics, ibuprofen, surgery (bilateral salpingectomy, removal of coil, removed coil fragments from 1st surgery.), surgery (a bilateral salpingectomy and partial uterus extraction,salpingectomy (bil) and surgery (removed coil fragments from first surgery). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device breakage, complication of device removal, back pain, dyspareunia, vaginal haemorrhage, migraine, depression, constipation, menorrhagia, fatigue, nausea, headache, rash, weight increased, bacterial vulvovaginitis, urinary tract infection, bladder disorder and urinary tract disorder had resolved, the pelvic pain was resolving, the dysmenorrhoea had not resolved and the uterine haemorrhage outcome was unknown. The reporter considered back pain, bacterial vulvovaginitis, bladder disorder, complication of device removal, constipation, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: during the surgery, physician observed that neither of the essure coils had remained in the fallopian tubes. One essure coil was observed to have perforated plaintiff's uterus, and had adhered to the colon. The other essure coil had perforated plaintiff's left cornua of her uterus. Physician was unable to remove all the pieces of the essure coil during this procedure. Date of removal : (B)(6) 2016 and (B)(6) 2017. Removal details: procedure: the adhesion involving the perforated device from the fundus was dissected posteriorly and freed. Next, a right salpingectomy was performed followed by left salpingectomy. Attention was then turned to the device that was perforating the fundus. The device was dissected layer by layer using the spatula until it was able to be freed and removed from the abdomen. Dissection then continued and this device came out in 3 pieces, the last of which was the coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Computerised tomogram - on (B)(6) 2016: showed that the essure coils had migrated x-ray - in (B)(6) 2016: coils appeared to be barely hanging on (B)(6) 2016, patient underwent a pelvic ultrasound, which showed that residual portions of the essure coils in the right lateral fundus of plaintiff's uterus. On (B)(6) 2017, patient underwent an x-ray of her abdomen, which confirmed the prior findings that pieces of the essure coils remained in plaintiff's pelvis. On (B)(6) 2016 by hysterosalpingogram (hsg) ¿ hysterosalpingogram and the results of your essure confirmation test was failure to occlude (close) fallopian tubes, perforation (fallopian tube) and perforation (uterus) and the date on which received results was (B)(6) 2016 healthcare provider tell about the results was bilateral leakage and perforation of uterus and fallopian tubes. And the date of communication was (B)(6) 2016 most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. New reporters added. Patient demographic information and patient relevant history added. Event abnormal uterine bleeding added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.